Event description:
Pt complained of numbness and tingling in the feet and lower legs.

Manufacturer narrative:
This event of numbness and tingling in the lower extremities was reported to a sales rep. The physician has received an adverse event form and promised to get further details from the pt's file, but no form has been received so far. F/u for additional info continues. The sales rep was informed that the pt was an adult and treated for vesicoureteral reflux about 10 months ago. At an unk time after treatment, the pt complained about numbness and tingling in her feet and lower legs. At this time, we do not believe the adverse event is attributable to deflux treatment or to the treatment procedure. Again, f/u with the physician will continue.